Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported condition was not verified. The device was found to operate within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a white screen. The event date, process step and the location where the problem was found were unknown. There was no patient involvement. No additional information is available.